Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. Blood glucose value was 180 mg/dl. Customer had done the rewind 4 or 5 times and it would not push insulin out of the tubing and customer received no delivery alarms. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. Customer was instructed to change the reservoir and perform fixed prime; the insulin pump alarmed no delivery at 2.2 units. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was returned for analysis and passed the testings. The alarm may have been caused by a set/reservoir occlusion.